Event description:
It was reported that during a da vinci si prostatectomy procedure the fenestrated bipolar forceps instrument wire was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Both pitch cables were observed to be loose at the wrist. The housing was removed and the pitch cables were found loose at the clamping pulley, but no loose clamping pulley screw was found. Failure analysis also observed one of the loose pitch cables had become frayed as well. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.